Event description:
Allergic reaction on face [hypersensitivity]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding an (B)(6) female pt, initials not provided. The pt's medical history was significant for vaccination in past with no issues. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dose regimen not provided. On an unspecified date in 2012, the pt experienced allergic reaction on face. It was reported that the pt did not have any prior allergies or sensitivities to avian products. The pt received treatment with prednisone and benadryl for the event. The action taken with synvisc treatment was not provided. The outcome for the event of allergic reaction on face was not provided. Concomitant medications were not provided. The intensity for the event of allergic reaction on face was severe. The reporting physician assessed the relationship between synvisc and the event of allergic reaction on face as possible. The qa (quality assurance) investigation results were received on (B)(6) 2012.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.